Event description:
In early (B)(6) 2013, we were notified by siemens healthcare diagnostics that our immulite 2000 psa reagent was 'on hold' (not back ordered) and would not be available until further notice. On (B)(6), 2013, we were notified by siemens healthcare diagnostics of a product recall involving their immulite psa reagent. According to the manufacturer, the product was generating falsely elevated test values. Lot numbers involved went as far back as may 2012. During the 3 week period when our reagent was 'on hold', we received no guidance from siemens as to whether or not we should continue utilizing the reagent in inventory; lacking this guidance, we continued utilizing the reagent in question right up to the date we were notified of the recall.